Manufacturer narrative:
Two lots of glucose test strips were involved in the incident. The second lot of test strips (549614) is reported under another medwatch (B)(6).

Event description:
Customer alleged discrepant blood glucose results of 320 mg/dl and 318 mg/dl with test strip lot 549701 and 150 mg/dl, 150 mg/dl and 179 mg/dl with test strip lot 549614 when all tests were performed within 10 minutes on the advantage system. Customer reported having no symptoms and did not treat/act on results. No adverse event was reported. A request was made for the return of the suspect devices and replacement product was sent.